Manufacturer narrative:
The instruments subject of the reported event were re-processed prior to use. The user facilities biomed department inspected the v-pro max sterilizer and found the unit to be operating according to specification; no repairs were made, and the unit was returned to service. A steris service technician made several attempts to go onsite to inspect the unit however, the user facility declined. A steris account manager spoke with user facility personnel and was informed that the employee subject to the reported event was wearing nitrile exam gloves. Per the v-pro max sterilizer operator manual, nitrile gloves are compatible with this unit, however they must be chemical resistant. The v-pro max sterilizer operator manual states (pg 2-1): "personal protective equipment including goggles or face shield and chemical resistant gloves (barrier laminate, butyl rubber, nitrile rubber, neoprene rubber, polyvinyl chloride or viton). Additionally, user facility personnel should ensure all instruments are properly dry prior to placement in the v-pro max sterilizer. The v-pro max operator manual, (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." The root cause of the reported event can be attributed to user facility personnel not wearing proper ppe, specifically chemical resistant gloves while operating the v-pro max sterilizer. It was recommended to the customer to stop using the gloves they are currently using, and order new gloves that are specifically chemical resistant. The v-pro max sterilizer is not under steris service agreement for maintenance activities. The user facility's biomed department is responsible for all maintenance activities. The account manager communicated over the phone to the user facility on the importance of wearing proper ppe as well as properly drying instruments. No additional issues have been reported.

Event description:
The user facility reported that an employee expereinced a burn on their fingertip while handling items that were processed in a v-pro max sterilizer while wearing ppe (gloves). Medical treatment was sought and adminstered.